Manufacturer narrative:
The guide wire was returned for evaluation. The returned guide wire was missing its distal segment. Microscopic observation found that the core wire was fractured at approximately 45mm distal to the mid solder that was designed to sit at 45mm from the tip. Originating from the mid solder, the coil wire was stretched distally for approximately 50mm and then fractured. Proximal to the mid solder, coils were disarranged due to accumulated torsion. The core wire was severely twisted and had a flat fracture surface, indicating excess torsion had contributed to fracture. The coil wire also had a flat fracture surface that was likely caused by torsion generated as the coils got straightened. The above investigation outcome suggested that core wire fractured at the distal solder having the ball tip, the inner coil wire, and the distal portion of the coil wire left in the patient anatomy. Based on the provided information and investigation outcome, it was presumed that one-directional torsion was continuously applied on the guide wire in attempts to cross the cto. When the accumulated torsion exceeded the product's design limit, it likely caused the core wire to be wrenched off and the coil wire separated by tensile stress generated with wire removal. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, [malfunction and adverse effects] separation of the guide wire.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). Device investigation could not be performed because the device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Lot history records review found no indication of product deficiency. Based on the obtained information, it was presumed that torsional and/or tensile stress was repeatedly applied on the guide wire in attempts to cross the cto. The applied stress could accumulate on the tip segment as manipulation continued. When the accumulated stress exceeded the product's design limit, the guide wire likely became fractured. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the procedure was to treat multiple lesions in the lad, lcx, and other coronary vessel. An asahi guide wire was advanced to a difficult cto. The guide wire was pulled back and redirected during wire manipulation. When it was moved back again, the wire tip broke off and remained in the patient. The physician determined to leave the separated tip in situ as he commented that the vessel is occluded and the separated tip is unlikely to move. The patient has been referred for bypass for other vessel disease, unrelated to this incident.